Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced lethargy. The patient has recovered without permanent impairment.

Event description:
At a pump replacement due to nearing end of life, the new replacement pump was primed on the back table with 10 mg/ml of morphine. The catheter was not aspirated and had 20 mg/ml of morphine. The pump ran for 20 minutes at 4.9 mg/day at a concentration of 10 mg/ml, delivering 0.006 over the 20 minute period. The healthcare provider (hcp) was concerned because the pump had been running for 20 minutes at the new flow rate, so they updated the pump concentration to 20 mg/ml at 4.9 mg/day and programmed a bridge bolus. The bride bolus was programmed incorrectly when they were trying to update the pump to the old concentration. There was old drug in the catheter but not in the pump tubing. The bridge bolus was programmed and the pump was updated at 10:29 with a new concentration of 20 mg/ml at 4.95 mg/day with an old concentration of 10 mg/ml at a daily dose of 4.906 mg/day. The hcp canceled the bridge bolus at 10:50, the pump ran at 4.9 mg/day, concentration 10 mg/ml for 41 minutes with 0.013 ml of the new drug entering the catheter. Subtracting the drug delivered (0.013) from the catheter volume (0.141), it was determined 0.128 was remaining in the catheter. The pump was then programmed back to 10 mg/ml and 4.9 mg/day. A prime bolus was programmed with a prime volume of 0.128 ml for duration of 12 hours and 31 minutes. Additional information received later reported morphine was being delivered successfully.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).